Manufacturer narrative:
Related manufacturers regulatory report: MFR # 2916596-2022-15374 (communication fault prompting controller exchange). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a communication fault alarm overnight and the went to the hospital the morning of (B)(6) 2022. The alarm was cleared several times but returned soon after. An x-ray of the pump cable was performed, and no damage was confirmed. The modular cable and controller were exchanged together, and the alarms resolved. The connector/plugs of the modular cable were checked for debris/fluid ingress and nothing was found. The mobile power unit was also exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed based on the information recorded in the log files retrieved from the returned system controller; however, a specific root cause was not able to be determined. The modular cable was not available for evaluation as it was lost in transit. The investigation will be reopened if the modular cable is later received. The device history records were reviewed and the record revealed the modular cable was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, rev g, cautions users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ hm3 instructions for use, rev g under section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.